Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of having high blood glucose levels and noticing some bent cannulas. The customer also state the device is saying the calibration is overdue. The customer's blood glucose at the time of the incident was over 500mg/dl. The customer's current level is 537mg/dl. Troubleshooting was conducted. Nothing is being returned or replaced at this time.